Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. The customer returned two images of the 30gx5mm autoshield safety pen needle. The customer reported that the pen needle gets stuck in rubber stopper, and another pen breaks into 3 pieces. The photos were examined, and it was observed that the patient end of cannula was broken and still connected to the hub. The root cause of the cannula patient end separation may be from end user error. No DHR review can be carried out as lot number is unknown. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause of the cannula patient end separation may be from end user error.

Event description:
It was reported by the customer that 2 bd autoshield¿ duo pen needle was stuck in the rubber stopper. The following information was provided by the initial reporter: during a conversation with an inpatient diabetes educator, it was uncovered that there have been 4 separate malfunctions of the asd safety pen needle. In two, the needle was stuck in the rubber stopper of the insulin pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that 2 bd autoshield¿ duo pen needle was stuck in the rubber stopper. The following information was provided by the initial reporter: during a conversation with an inpatient diabetes educator, it was uncovered that there have been 4 separate malfunctions of the asd safety pen needle. In two, the needle was stuck in the rubber stopper of the insulin pen.